Event description:
Analysis of the returned device revealed that the cannula was torn, resulting in leakage during testing. It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod on the hip/buttocks between 36 and 48 hours. It was initially reported that the pod was not delivering insulin.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.